Event description:
It was reported that this patient noticed beeping tones from this implantable device. Upon a data review, the physician noted that the beeping was the result of high, out-of-range pacing impedance measurements (>2000 ohms) from the left ventricular (lv) lead. (B)(6) technical services was contacted and recommended assessing the lv lead for potential integrity issues. If no issues were noted, it was also discussed that the alert limit for pacing impedance could be increased to prevent potential future beeping. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The lv lead is not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).